Manufacturer narrative:
Upon review, it was identified that the reporter also sent report to FDA (e4) was inadvertently omitted in error and has now been provided.

Manufacturer narrative:
Fluid leak: the cause of fluid leak was not determined due to lack of clinical details, no product returned for analysis. Pd-any device-(crack): the cause of pd-any device-(crack) was not determined due to lack of clinical details, no product returned for analysis.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 76 year old female with an impella due to high risk cardiac procedure. During support, the sheath cracked at diaphragm causing a leak during the case. A new sheath was opened.